Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary procedure was performed by the customer when the issue occurred and the procedure was aborted and completed after multiple restart. A philips engineer received that the system could not emit x-ray. No service has been performed by philips as the customer asked third party to repair the system .the third party engineer replaced tube to resolve this issue. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.